Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that while she attempted to change the infusion set, the reservoir compartment was loose. The gasket on the insulin pump was coming off. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.